Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke/ruptured during iol implantation. The lens was explanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is currently very limited information available. Rayner has contacted its distributor in belgium to obtain additional information to facilitate further investigation of the event. To date, no response has been received.

Event description:
On 21st november 2025, rayner received notification from its distributor in belgium of an event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic ruptured during iol implantation necessitating lens explantation.